Manufacturer narrative:
The customer believes the event was due to a specific bd tube lot that was causing issues at multiple sites. Once the customer changed the tube lot, they had no further issues.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of low erroneous results for 2 patient samples tested for tp2 total protein gen.2 (tp2) on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. Based on the data provided, erroneous alanine aminotransferase (alt) and albumin (alb) results were also identified for 1 of the patients. It is not known if these erroneous results were reported outside of the laboratory. Patient ID (B)(6) initial tp2 result from the primary tube was 0.1 g/l. The repeat result from the primary tube was 77 g/l. The initial alt result was 3.0 u/l with a data flag. The repeat result was 20.5 u/l. The initial alb result was 2.0 g/l. The repeat result was 49.4 g/l. Patient ID (B)(6) (female with date of birth of (B)(6) 1997 weighing (B)(6)) initial tp2 result from an aliquot was 0.4 g/l. The aliquot sample was repeated on a different system and the result was 82.5 g/l. No adverse event was reported. The tp2 reagent lot number was 14069801 with an expiration date of 06/30/2017. Lot numbers and expiration dates for the alb and alt reagents were requested but not provided. The calibration data was acceptable. Quality control data from the day of the event was acceptable. The alarm trace from the day of the event shows frequent "sample barcode read error" alarms. An incorrect tube configuration could lead to sampling errors. The customer¿s centrifugation time of 5 minutes is likely too short.